Event description:
It was reported to covidien in 2009 that a customer had an issue with a dialysis catheter adapter. The customer reported the patient had a cracked plastic adapter, and needed removal and replacement of the catheter.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.